Event description:
It was reported the patient's stimulation was turning off. The symptoms began after the device was turned off after an EKG in 2009. The patient has been unable to turn the stimulation on. The stimulation on light and the 9 volt battery light show as on, but the device was not on. Troubleshooting was being considered. Additional information has been requested but was not available on the date of this report.